Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14hw8, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0yfej, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va14hw8, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0yfej, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they are "probably going to need another lead revision done". There were not patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.